Manufacturer narrative:
Other device used: catalog #00596401551, nexgen lps-flex option femoral component, lot #61685536 - manufactured by zimmer (B)(4). The device history records for the tibial component and bone cement identified no deviations or anomalies. This device is used for treatment. A product history search identified no other related complaints for the part and lot combinations of the femoral component, tibial component, or bone cement. Primary operative notes indicate the patient's postoperative diagnosis was psoriatic arthritis. Excellent stability in flexion and extension were noted during range of motion with the final components. Operative notes from the revision surgery indicate the tibial component was clearly loose and could be elevated manually. The femoral component was not indicated to be loose but was revised because the surgeon noted thin porous bone and stated that the patient had expressed a desire to have both components revised. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00111214001, palacos r bone cement, lot # 70634238, manufactured by: (B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00688. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.